Event description:
Procedure: hysterectomy. Reportedly, during the procedure a piece of the device broke and fell onto the surgical field. The piece was retrieved and there were no adverse affects to the patient reported.